Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that they are very dissatisfied with the stimulator and it does not seem to be working. Caller stated that they turned their stimulation off because for the past 2 weeks they've been getting "instant shocks" like they're "being shot with an electric gun" randomly if the stimulation is off. Caller added that they have an appointment with their doctor on (B)(6) 2023 and are thinking about having the stimulator removed. Caller said that the shocking just started within the last 2 weeks. When asked if they had any recent falls, injuries, or other trauma, caller said they fall once or twice a month. Caller did turn stimulation on during the call and denied feeling the shocking sensation. Caller stated it only happens periodically. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional related information was received stating caller asked if it w as normal to still have pain at the implant site this far out of surgery. Caller noted that it's very tender and soft around the battery, and they can't sleep on their side or lean back in a chair without pain in that area. Caller also noted that they're overall very dissatisfied with the stimulator and depressed over it because it does not seem to be working. Caller stated that they didn't expect to get total results from the therapy, but it's not what they had hoped for. Caller said they can barely walk because of the pain, and they fall once or twice a month. Caller noted they had 8-10 surgeries on their back and 4 on their neck. Caller commented they're not sure why it's not working for them. Caller stated the trial was fantastic. Caller noted they met with rep  left the company but it seemed like all they were doing was making changes that they could make at home. Caller stated they haven't talked to the tech in a while. Caller commented they have an appointment with their doctor (B)(6) 2023 and might want to have the implant removed. The patient was redirected to their healthcare provider to further address the issue. Caller noted they have a hard time walking and it's difficult to get to the doctor's office, and they can't get their power wheelchair up there. Caller noted they're going to figure something out.